Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that hey had low and high blood glucose value. Customer's blood glucose value was 40 mg/dl and treated with food and candies. Customer's blood glucose value went up to 400mg/dl due to over treating the low blood glucose. Customer also mentioned the sensor was alerting to change sensor and calibration not accepted. Customer declined to troubleshoot for high and low blood glucose values. The sensor will be returning.